Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that leakage occurred from the valve of the trocar cannula. The surgery was completed after replacing the product with another company's product. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are (B)(4) additional complaints associated with the reported lot for the reported issue. (B)(4) unopened (B)(4) gauge valved entry systems were received for evaluation. The returned samples were visually inspected per facility procedure. (B)(4) samples were found conforming and (B)(4) samples were found non-conforming. The conforming samples were then functionally tested for leaking per facility procedure. (B)(4) samples were found conforming and (B)(4) sample was non-conforming. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).